Event description:
It was reported that the atrial lead exhibited ventricular capture during aai pacing and undersensing of p-waves. The lead had dislodged into the ventricle. The lead was capped and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.